Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited episodes of myopotential oversensing and noise. Programming changes were made. The patient's condition was asymptomatic throughout the event.

Event description:
New information noted that the patient's implantable cardioverter defibrillator exhibited additional episodes of myopotential oversensing. Programming changes were made. The patient's condition was stable before, during, and after the event.